Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) the img code g02005 belongs for product ID: nim4cpb1 having serial numbers: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when plugging in the pi box it doesn¿t get recognized. Representative tested it, and it also doesn¿t work with their pi box. There was no patient involved.

Manufacturer narrative:
E1: first name and last name are updated. E2: hcp and email address updated. H3: analysis found that confirmed the not working properly. Unit presented with 1.7.5 version and defective pmb pcba. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g02030 codes no longer applicable. For product ID: nim4cpb1, serial/lot #: (B)(6) h3: analysis found that unit presented software version 1.7.5 and older batteries. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g02005 codes no longer applicable. For product ID: nim4cpb1, serial/lot #: (B)(6) h3: analysis found that unit presented with software version1.7.5, a worn fuse decal, and older batteries. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g02005 codes no longer applicable. Fdc: d02 belongs to serial numbers: (B)(6) and (B)(6) . Img g04080 belongs to p2127036 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.